Manufacturer narrative:
On 04/22/2019, mentor received additional information about the event: - it was initially reported to mentor that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2017. - the patient had her explanted devices replaced with mentor memorygel breast implant 325cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses that both ruptured after implantation. Bilateral rupture of the breast prostheses was confirmed by a physician. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.